Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock lead impedance measurements. Upon analysis of remote data, the measurement was 137 ohms. No adverse patient effects were reported. Currently, this lead remains in service.